Event description:
It was reported that during a knee tep surgery the blade became stuck in the bone and did not cut anymore. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The manufacturers evaluation revealed that one of the 4 pins to the ar-600 broken off which causes, the most likely cause for the reported failure can be attributed to one of the 4 pins to the ar-600 broken off which causes the attachment to have more play and therefore the power is lost, therefore, the saw blade can get stuck even with low power used. The condition of the device is consistent with questionable user handling.